Manufacturer narrative:
The insulin pump received with blank display due to corroded battery cap contact; the insulin pump was tested with a good battery cap and no blank display during our testing. No damage found on the lcd isolation tape noted. The insulin pump passed all functional testing including displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump had a blank display screen. The patient's blood glucose level was 24 mmol/l at the time of the call. The customer did not mention any form of treatment for their blood glucose levels. The customer sent the product back for analysis.